Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor did not turn on. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor mini was investigated by our field service engineer. The reported issue was not able to be reproduced. The power cable and connections were checked and the mains inlet and fuses were replaced as precaution. The compressor mini was returned to service after successful verification of proper function. No parts were returned for investigation. Earlier investigations determined that the cause could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The root cause of the reported issue has not been determined. No malfunction was found. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).